Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the bio ID was not working. A witness was asked to log in but was unable to retrieve any medication. A technical support specialist (tss) dialed into station cm2f, performed a station reboot via bomgar, and once the station was up and launching, advised the customer to verify. The customer confirmed that the issue was resolved and granted permission to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station bio ID was not working, user logged in and unable to get any medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.